Event description:
An event occurred a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, it was reported that the particulate matter in the drip chamber it occurred upon removal from the package. There was no patient involvement and harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.